Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was not feeling well and was having swelling in lower extremities. The swelling was due to patient being in atrial fibrillation. When the patient presented via remote transmission, pacemaker was found to be in backup vvi. The patient presented in clinic and device was restored to normal settings. The patient was stable following the changes.